Event description:
It was reported that a malfunction occurred. There was no information available regarding the impact on the customer's blood glucose level. Once the pump exhibited the malfunction, attempts to reset it by turning it off and on were unsuccessful. The device was planned to be returned for a replacement, with the return expected by (B)(6) 2026, and a new pump with a different serial number was arranged to be sent in exchange.